Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It has been mentioned that during catheter insertion air contamination was noted. Air was leaking from the valve (fast drip). No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. The farawave catheter was inside the faradrive sheath and the guidewire was at the tip of the catheter.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It has been mentioned that during catheter insertion air contamination was noted. Air was leaking from the valve (fast drip). No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. The farawave catheter was inside the faradrive sheath and the guidewire was at the tip of the catheter.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Analysis of the returned sheath found the internal valve torn by the center slit, which compromised the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing both the visible air bubbles/air ingression into the sheath and the fluid leaking out of the sheath. The reported allegation was confirmed. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), and init rptr also sent rep to FDA (e4), in section e - initial reporter.